Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. Product labeling also states single false positive results can occur.

Manufacturer narrative:
The sample was submitted for investigation. The customer's positive results were reproduced. The investigation is ongoing. The follow up/corrective action was the sample was requested for investigation. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous high results were generated by a cobas e801 module. The event involved 1 patient with the high results for anti-hav igm. The patient was a male.